Event description:
It was reported that system missed an asystole, monitor alarmed for "pause". No pt injury has been reported.

Manufacturer narrative:
The investigation is ongoing, the results will be part of the follow up report.